Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the physician used angioseal a high stick (above the iea) and the patient developed a retroperitoneal bleed. The following information was provided by the user facility: brought the patient back hours later and used covered viabahn stent grafts to try and stop the bleeding with some issues deploying them. Then used an angioseal again on a low stick that was a couple of mms above the bifurcation of the external and internal arteries. Essentially deploying the angioseal at the end of the covered stent. The patient is reported to be deceased and the procedure outcome was unsuccessful. It was reported that covered stents were used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Based on the complaint description the stick was above the inferior epigastric artery and the physician still used an angioseal device which is directly against the warning in the IFU that state "do not use the angioseal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma." The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Methods and results are unable to be selected at this time, esubmitter support has been notified. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.

Event description:
Additional information was received on september 18, 2017. It was reported that the doctor's opinion, it was not believed that the involved angio-seal device caused or contributed to the patient's death since he stuck high and low.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.